Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.

Event description:
It was reported that the 9800 sys locked up during a case. The 9800 sys had to be rebooted and the procedure was completed without further incident. No pt injury was reported.